Event description:
It was reported that customer saw black line on pump screen and could not properly read or interact with pump display. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed warranty and shipping details, provided instructions for putting malfunctioning pump into storage mode and returning it within specified time, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump.